Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found that the connector support and button was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were having a hard time recharging their ins. Pt said they had received a message telling them they need a new battery and to contact mdt, it was taking a long time to recharge their ins and now they were only seeing the no device found screen displayed. Pt said they had tried charging for 3 hours with excellent charge quality and the ins battery did not increase in charge (controller was 70%, ins low). Pt tried taking the controller battery out to reset and that did not resolve their issue. Pt inspected the recharger telemetry module (rtm) and controller port; pt said the rtm looked good and gets somewhere between warm and hot when charging and 2 of the controller port pins looked smaller than the rest. Pt mentioned that when they plug the rtm into the controller, it seems loose. A replacement controller was sent out. No symptoms were reported.